Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that patient underwent surgery due to intervertebral disc degeneration. Intra-op, the spacer broke and was replaced by a new one to complete the surgery. No fragments of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.